Event description:
A facility reported that after an intraocular lens (iol) implant surgery the doctor saw strange floaters in the pt's eye. The doctor rotated the iol to see better and saw that the "floater" was a marking on the lens. In surgeon's opinion, the posterior surface of the optic was damaged, it appeared to have a film over it, or was rough, as if something had scraped the surface. Pt impact is unknown. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned analysis. Results from the product history record review indicated the lens met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).